Manufacturer narrative:
On (B)(6) 2010, the unit was tested per quality control procedures and met specifications prior to pt placement on that day. The bed was returned to kci on (B)(6) 2010. Testing performed upon return of the bed confirmed report of control error alarm. A root cause for the failure has not yet been identified as investigation is on-going.

Event description:
On (B)(4) 2010, it was reported that the bed experienced a control error alarm which could not be resolved. There was no report of injury associated with this report.